Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to erosion of the control pump through the scrotum. Implant was placed for 44 days. No information was provided about the patient's outcome. No more information is available at the moment, additional information was requested and will be provided as it becomes available.